Manufacturer narrative:
The account wasn't able to replace the emergency CPR valve due to its location on the manifold, so he replaced the entire hydraulic manifold. But after replacing the manifold the account is unable to raise the foot hi/low evenly with the head hi/low. He was able to use manual foot pump on the hi/low up function to raise the bed evenly. Repairs have not been completed.

Event description:
The account alleged CPR is not working. The head section will go down using the head down button.